Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture. H6 health effect - clinical code e2402: chest injury. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast augmentation primary with an unknown mentor silicone prosthesis experienced left sided symptomatic rupture and chest injury postoperative. The patient was in car accident. The ultrasound, mammogram, and MRI examinations confirmed the rupture. As a result, patient scheduled for removal on (B)(6) 2025.

Manufacturer narrative:
Suspect device received on june 023, 2025. Device evaluation completed on june 24, 2025: per documents received with the device, devices' identity revealed as cat:3504504bc, lot: 5720606. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the smooth hpg, 450cc breast implant was found to be ruptured and received in two (2) parts. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet the american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on june 3, 2025 the patient also experienced left sided capsular contracture unknown grade, and bilateral mid and inferior and lateral malposition. As a result, patient underwent bilateral implant exchange: r) shpb585 sn: (B)(6), l) shpb585 sn: (B)(6), bilateral superomedial capsulotomies, bilateral inferior and lateral capsulorraphy and left sided partial capsulectomy. Manufacturer¿s reference number: (B)(4).